Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient, reporting that they met with a manufacturer representative (rep) to calibrate the ins and the rep told them there was "no impedance connectivity between leads 3 and 8 and 11." The patient reported that to them, it seemed like the rep was going to bypass the issue on leads 1 and 2, and just was going to focus on leads 3 and 4. The patient also reported that they didn't think there was more than "8 leads" in their brain. The patient reported that at their first calibration last week, the patient had "zero impedance" on "lead 3." The patient reported that they will follow up with their managing healthcare provider (hcp) and have an appointment set for (B)(6) 2017. No patient symptoms were reported. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep), reporting that the patient's left stn braini lead connection had an open circuit on contact 3 with all pairings when run at 3.0v. The rep reported the following: c<(>&<)>3 - 9,136 ohms 0<(>&<)>3 - 10,481 ohms 1<(>&<)>3 - 8,585 ohms 2<(>&<)>3 - 8,585 ohms the rep also reported that the patient had a short circuit showing on pairing 1<(>&<)>2 - 36 ohms. The rep reported that on the right stn brain lead connection, the patient had an open circuit on contact 11 with all pairings when run at 3.0v: c<(>&<)>11 - 6,522 ohms 8<(>&<)>11 - 7,726 ohms 9<(>&<)>11 - 6,817 ohms 10<(>&<)>11 - 5,154 ohms the rep reported that the impedances were the same as the original measurements, they were simply better explained to the patient. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 3389s-40, lot# va1e49m, implanted: (B)(6) 2017, product type: lead.

Event description:
A healthcare professional (hcp) via the manufacturer representative (rep) reported that the contacts on the lead were mangled after removing the lead end cap during stage ii procedure on date notified. It was stated that upon removing the lead cap on the left side, contact #3 remained inside the cap and was completely removed from the lead. The rest of the contacts on the lead also looked very mangled upon inspection, with contact # 11 on the right side also hanging off the lead. An image of the impedances showed c<(>&<)> 3, 0 <(>&<)> 3, 1 <(>&<)> 3, 2 <(>&<)> 3, c <(>&<)> 11, 8 <(>&<)> 11, 9 <(>&<)> 11, and 10 <(>&<)> 11 as high, with 1 <(>&<)> 2 low. As a result the surgeon did not want to remove the leads from the extension wires as to not worsen the issue. The surgeon was able to insert the lead into the extension wire, with all contacts touching metal, and the issue resolved at the time of the report. No further complications are anticipated. The patient's indication for implant is parkinson's dual and movement disorders. See related regulatory report 2649622-2017-02520.

Manufacturer narrative:
(B)(4) no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported there was no therapeutic effect since implant. There was an issue with "openings to lead 3," it wasn't getting any impedances and was fractured. A rep tried to program around the lead damage issue, but the patient had not seen any benefits and needed it revised or removed. An x-ray was performed the day of this report. The ¿unit was damaged,¿ the wire ¿was yellow coming out of the battery¿ and was fractured. The patient was told by a healthcare professional that doing a procedure was too risky.

Manufacturer narrative:
Adverse event and/or product problem: updated field. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.